Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy due to autoreducing and high impedances. X-rays were ordered, however the results are unknown. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their lead replaced.

Event description:
Follow up revealed that the issue has been resolved and effective therapy was restored post operatively.